Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken and lower case is contaminated. Ring cover is contaminated and one side bail cover is broken/contaminated. Battery release and lead flex cover are contaminated. Battery contacts are compressed. Battery drawer is broken. Keyboard pad is pitted and scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the output of aai is out of specification. The device was returned for repair and calibration. No patient involvement or complications were reported.